Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: stress ui / pelvic organ prolapse. The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment. Per additional information received, the patient has experienced urinary retention, recurrent stress urinary incontinence and hypermobile urethra that required release of the align sling and subsequent new sling placement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.